Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and an over/under correction. The lens was later exchanged for a same size lens implanted horizontally and the problem was resolved. Reportedly, "the lens was initially placed with vertical fixation, but it resulted in a low vault, so replaced with horizontal fixation." Cause of the event is unknown.